Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had a power loss alarm and power error alarm. Customer stated that they was able to clear alarm. Customer stated that they did not receive request to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.